Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device had general wear and was leaky. It was further determined that the housing was deformed, the gear seized, jammed and moving heavily, the yellow marking of the tool clutch was missing, the gear was blocked and leaking, and the housing was strongly "oval". It was further determined that the device failed pretest for check the response of the on/off trigger, function of all modes, roundness, free moving and leakage. It was noted in the service order that the device did not rotate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.